Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was in disconnected mode and getting delay after entering username and bio ID. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode by icon at station. A technical support specialist (tss) guided the customer to turn off the station, unplug the cable, wait for 10 seconds, plug the cable back in, and power the station back on. After that, the tss successfully dialed into the station and found that it was functioning properly and found all the latest databases had been synchronized to the station, and the previous errors no longer appeared in health sight viewer. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was in disconnected mode and getting delay after entering username and bio ID. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.